Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found smoke/spark coming from a non-medtronic stabilizer device and not the ventilator itself. The se cleaned, tinned, and reconnected the electrical wiring in the stabilizer to resolve the issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a spark coming from the 840 ventilator. The ventilator was not in use on a patient at the time of the event.